Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (event site email), g3, g6, h2, h11, h6 (type of investigation, investigation findings). Corrected fields: e1 (event site name). Due to character limitation in block e1: event site name: (B)(6). A getinge field service engineer was dispatched to evaluate the unit and reported that the transducer was out of calibration. The fse performed moisture mitigation procedure. The fse performed calibration procedure as required and completed repair the successfully. It was stated that the fse replaced the safety disk but due to excess hours on the part. All safety and functional tests were done and the unit was cleared for normal use.

Manufacturer narrative:
Updated fields:b4, e1 initial reporter name and phone number, g2, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: e3. A getinge field service engineer was dispatched to evaluate the unit and reported that the transducer was out of calibration. The fse performed moisture mitigation procedure. The fse performed calibration procedure as required and completed repair the successfully. It was stated that the fse replaced the safety disk but was not confirmed after multiple gfe attempts. It is unclear if the fse performed safety and functional tests and if the unit was cleared for use. The record will be rejected and updated if this information becomes available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during therapy cs100 intra aortic balloon pump had occurred error internal microprocessor issue code 3. There was no harm or injury reported to the patient.